Event description:
It was reported when using the pyxis medstation es system drawer auxiliary 6 malfunctioned and failed. The customer stated that there was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction stemmed from drawer not detecting as closed. A field service engineer replaced sensor and rails to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.